Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) university. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 18, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic varicose ligation procedure performed on (B)(6) 2024. During the procedure, the remaining three bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 18, 2024: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic varicose ligation procedure performed on (B)(6) 2024. During the procedure, the remaining three bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.